Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: model: 5071-35, lead; implant: 2012 (B)(6); model: 5076-52, lead; implant: 2010 (B)(6); model: 693565, lead; implant: 2012 (B)(6). (B)(4).

Event description:
It was reported that high threshold levels were discovered on the patients epicardial left ventricular (lv) lead along with earlier than anticipated battery depletion of the bi-v implantable cardioverter defibrillator (ICD). The bi-v ICD was removed and replaced. The lv lead has been capped and replaced. No patient complications have been reported as a result of this event.